Event description:
During routine inspection the biomedical technician noticed two missing screws out of the four that hold the battery. Screws were replaced with utilized torque wrench. It was suggested to use torque wrench when battery installed.